Event description:
A 4.0 mm diameter by 15 mm length be2 stent delivery system was inserted in an attempt to direct stent a lesion in the mid-right coronary artery. It was not possible to cross the severely calcified lesion, therefore, the stent delivery system was removed from the patient. The target lesion was then pre-dilated with a 3.5 mm diameter ptca balloon. The stent delivery system was re-inserted and despite aggressive attempts to push the stent delivery system across the target lesion, the stent was unable to cross the lesion. Upon removal of the stent delivery system from the coronary artery, the stent dislodged from the delivery balloon in the mid-right coronary artery. The previously used ptca balloon was re-inserted into the dislodged stent and used to deploy the stent in the middle of the artery. After deployment of the stent, a small caliber dissection was noted at the distal end of the mid-right coronary artery. It was uncertain if the dissection was caused by the inflation of the ptca balloon or the deployment of the stent. The dissection was left untreated and a lesion in the posterior descending coronary artery was subsequently treated with the deployment of another be2 stent. The patient was reported to be fine post procedure and there was no additional clinical sequelae reported related to the event. The severely calcified lesion not being pre-dilated likely contributed to the stent dislodgement.